Event description:
It was reported that, following a fall, the patient lost therapy. It was found that one lead had high impedance and was unable to enter MRI mode and the second lead was not providing effective therapy. In turn, surgical intervention took place wherein the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.